Event description:
It was reported the patient requires long-term intravenous therapy. On (B)(6) 2025, a PICC line was placed under local anesthesia with an insertion depth of 43 cm. X-ray imaging showed the catheter tip located at the 5th/6th intercostal space. The catheter was placed and functioning normally, with a planned usage period of one year. On december 7, minor blood and fluid seepage was observed beneath the dressing after infusion. The dressing was replaced and maintained without further issues. On (B)(6) moderate blood and fluid seepage was noted during another infusion, rendering the line unusable. The central venous catheter was removed, revealing damage 0.5 cm below the butterfly connector with a visible leak point. The central venous catheter was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.